Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The lesion being treated was a highly calcified portion of the mid left anterior descending (mid lad) artery. The physician predilated the vessel using a maverick balloon for 3 inflations. Attempted to cross the lesion with a 3.50x12mm taxus express2 stent and felt lots of resistance, finally crossed the lesion, but the physician did not feel comfortable deploying the stent because he felt so much resistance. The physician removed the stent delivery system and observed that the stent strut was lifted in the mid body of the stent. The physician completed the procedure with another of the same device successfully. There were no pt complications or injuries. The pt condition is listed as "fine."

Manufacturer narrative:
(B)(4).